Event description:
It was reported that two days after the implant procedure, the patient experienced phrenic nerve/diaphragmatic stimulation due to the left ventricular lead. The physician stated the hospital had staff to reprogram the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.